Event description:
It was reported that pump charging port connection required careful placement to maintain charge connection during use. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were confirmed, and no additional information was obtained, so no further action was taken by technical support.